Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 4 leads (with 2 different lot numbers) implanted as part of his scs system. Device 2 of 5. Reference MFR report#: 1627487-2014-23124, 23129, 23130, 23131. It was reported, the patient experienced ineffective stimulation. Diagnostic testing revealed invalid impedance readings on 1 lead contact. Reprogramming was unable to resolve the issue. Follow-up information revealed x-rays showed it appears there is a pull out of the header. The patient may undergo surgical intervention at a later date to address the issue.